Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6) , during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the delivery system could not be advanced through the esheath. The devices were removed with no report of patient injury. Per engineering evaluation, a bent strut was noted on the valve.

Manufacturer narrative:
The sapien 3 ultra valve (26mm) was returned crimped on delivery system and partially inserted through the sheath with a bent strut punctured through the strain relief. The returned devices were visually inspected for any abnormalities and the following was observed. One (1) inflow strut bent outward. The bent strut at inflow was corrected; however, the overall valve frame was canted. All leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. All struts exposed through skirt (normal after used and crimped). Two punctures were seen on the returned 16f sheath. One on the strain relief where a bent strut was exposed through it and the other was on the hdpe shaft distal to the end of strain relief. Scratches were seen along the shaft. No abnormalities observed on the delivery system. Due to the condition of the returned valve (frame canted), no functional and dimension testing was performed. The complaint was confirmed through visual inspection. A review of procedural imagery revealed tortuosity was present in the patient anatomy. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, 'it was changed to another esheath 16f and crimped the valve on another ds 26mm. The system got stuck in the valve.' The training manual states, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The provided procedural imagery revealed tortuosity was present in the patient's access vessel. Additionally, the scratches observed on the sheath shaft are indicative of the sheath's interaction with calcification. Tortuosity can create a challenging pathway for delivery system insertion through the sheath. Additionally, it can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. The presence of calcification within the access vessel can prevent the sheath from proper expansion, increasing the necessary push force to advance the delivery system through the sheath. In such condition, excessive device manipulation to overcome the resistance may lead to bent strut and subsequently puncturing the sheath. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (vessel tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).